Event description:
No further event information available at the time of this report.te.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00784301106 femoral stem beaded fullcoat lot#62928909, item#00630505632 xlpe 0 deg poly liner 56x32 lot# 62770144, item#00-8018-032-03 femoral head +3.5x32mm dia lot#63193612. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02347 stem, 0001822565 - 2019 - 02353 liner, 0002648920 - 2019 - 00403 head.

Event description:
It was reported that patient had a revision surgery at duke for an unknown reason on unknown date. Attempts were made to obtain additional information; however, no further information was available.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.